Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician used the peel away sheath to insert the cat6 into the sheath and made one pass. However, the peel away sheath was not used in subsequent passes with the cat6. While inserting the cat6 again through the sheath, the cat6 was kinked at the distal tip. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with the peel away sheath and the same sheath. There was no report of an adverse effect to the patient.